Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that this issue occurred while the system was in clinical use for a vascular procedure. The clinical procedure was delayed for less than 20 minutes and was completed after the patient was moved to a different room. No harm to the patient or user was reported. A philips remote service engineer (rse) contacted the customer and confirmed the reported c-arm propeller motion failure. The rse recommended an onsite service. A philips field service engineer (fse) inspected the system on-site and confirmed that the stand cannot move in propeller direction. Troubleshooting and analysis of the system log files found that the stand propeller position configuration was missing. The fse performed a stand propeller position calibration. After recreating the calibration. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to perform propellor movements. No harm to the patient or user was reported. Philips has started an investigation of this complaint.